Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the probable causes are damage or deterioration of parts, environmental problems like dust/dirt/humidity, optical problems, overheating problems, and electrical problems like signal loss or open circuits. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, the up substrate contact on the videoscope was found to be corroded. There was no patient involvement.